Manufacturer narrative:
Additional information was received that the reason for patients ipg and lead replacement procedure was per physicians preference.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and leads were replaced for an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4) description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and leads were replaced for an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.